Event description:
It was reported via clinical study that this patient underwent a shoulder replacement. Post-operatively, the patient experienced shortness of breath, which was considered potentially associated with the regional nerve block. The patient subsequently developed hypoxia secondary to pneumonia, requiring evaluation in the emergency department followed by hospital admission and supplemental oxygen therapy. The outcome is considered resolved. No further information is available.